Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available

Event description:
It was reported that during testing, prior to surgery, the blade broke and was stuck in the saw. It was also reported that was no delay; no adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. Correction; d9: the device was not returned for evaluation.

Event description:
It was reported that during testing, prior to surgery, the blade broke and was stuck in the saw. It was also reported that was no delay; no adverse consequences as a result of this event.